Manufacturer narrative:
The device involved in this event was not returned to cytyc surgical products, therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event.

Event description:
User facility reported within 24 hours following an uneventful uterine ablation using the novasure system, the patient was admitted with complaint of chills, fever, pain and fatigue. The patient was discharged within 36 hours and was re-admitted 24 hours later with bilateral atypical pneumonia. Antibiotic treatment was given for group b streptococcus and discharged with no further treatment needed.